Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia with blood glucose above 400 mg/dl since the prior night while using the ilet system, and the caregiver administered a manual insulin injection; ketones were not checked, and no alerts or alarms were reported. Symptoms included elevated blood glucose without reported systemic complications. Outcomes included no injury, no emergency services, and no hospitalization. Investigation included customer interview, troubleshooting, and user education regarding supply changes. Investigation of this case revealed user difficulty with device setup and supply change due to inadequate training retention, with no device malfunction reported. It was concluded that the event was consistent with hyperglycemia of unclear cause and was likely related to use error rather than a confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.